Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead could not capture. The patient had no symptoms due to the loss of capture. During lead revision procedure on (B)(6) 2018, the lead was attempted to be repositioned, but the threshold continued to be high. The lead was removed and replaced with a different lead which was placed at mid-septum successfully. The patient was stable post-procedure.

Manufacturer narrative:
Final analysis found a complete lead returned in two pieces. All damage found was sustained during surgical procedure. The lead was otherwise normal.